Event description:
The tps micro drill was sent for eval because during testing it was allegedly running without user activation. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
Wide spread corrosion damage was noted within the internal components of the device.